Manufacturer narrative:
The company service rep examined the system and confirmed the system message. The control board terminals were cleaned. The air filter was cleaned. Preventive maintenance was performed. The system was then tested and met all product specs. (B)(4).

Event description:
The customer reported a system message displayed indicating the system lamp was over temperature. The system was switched out and the case was completed as planned. No pt injury was reported.